Manufacturer narrative:
The patient developed leg ischemia after the impella pump was removed. According to the clinical account, heparin was removed from the patient in anticipation of removal, but the pump remained in place overnight. It is unknown whether the act was maintained as recommended after systemic anticoagulation was discontinued. The pump was unable to be evaluated as it was not returned. The lack of systemic anticoagulation for the final 23 hours of support was most likely the cause of the clot development. The root cause of the access site bleed was most likely the anticoagulation administered to address the ischemia. The failure mode will be monitored and trended. No corrective action is warranted at this time.

Event description:
The patient was admitted with chest pain and sent to the cardiac catheterization lab for evaluation. The team placed an impella cp for support via the right femoral artery while cardiothoracic surgery was consulted. The patient was transferred on the next day to the tertiary medical center for continued care and monitoring. The patient received a coronary intervention while on support with the impella and subsequently the patient weaning from the impella began. The patient had heparin removed from systemic infusion in preparation for pump removal. The pump remained on overnight during this time of no systemic anticoagulation, the patient developed limb ischemia. The medical team then infused anticoagulation medication to address the clotting and associated limb ischemia. At this time the patient developed a bleed at the access site and a hematoma developed. The team applied manual pressure to the site and infused blood products back to the patient.